Event description:
It was reported that the patient had received inappropriate shocks and device therapies were turned off, due to an apparent lead fracture. "Marked" lead impedance and no capture were also reported. The lead was replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead analyzed.